Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the patient fell and sustained a soft tissue injury after the first surgery and dfr. During this fall, surgeon suspects that the previously sutured soft tissue envelope became broken causing the patella to become dislocated laterally. By the time the surgery was scheduled, the patella tendon and all the soft tissues were scarred down and made the patella track laterally and inhibited their range of motion. In order to help with this, the surgeon decided to remove the distal femoral component in order to externally rotate the femur and help with the limited patella function and overall range of motion. Doi: (B)(6) 2023, dor: (B)(6) 2023, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.